Event description:
It was reported that on (B)(6) 2022, the patient underwent an orthopedic procedure. The surgeon was operating a patient and was inserting a left femur nail, while inserting the helical blade, it was determined that the alignment was off. The nail and blade were removed and checked with the aiming arm and insertion handle on back table. It was determined that the insertion handle was bent. Another set was used to complete the surgery successfully. There was a surgical delay of ten (10) minutes. There was no patient consequence reported. This report involves one (1) aiming arm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Therapy date: (B)(6) 2022. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Additionally, a visual inspection was performed based on provided pictures. Visual analysis of the returned sample revealed that there was no damage or defects with the 130 deg aiming arm. The device appears to be in good condition with no signs of issue or malfunction. A dimensional inspection for the 130 deg aiming arm was unable to be performed due to complex geometry of the device. A complete functional test was not performed as the mating nail and helical blade were not returned. A partial functional test was performed with the returned devices, they were assembled according to surgical technique, no signs of mating issues were observed. The complaint condition could not be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the 130 deg aiming arm would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part # 03.037.013-us. Lot # 5l34714. Manufacturing site: werk hagendorf. Release to warehouse date: 27 aug2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.